Event description:
Report received of a non-delivery of IV fluids. It was reported that the pump was returned from clinical service with an unsigned note "broken, pump is marking IV fluid infusing, but no dripping in IV tubing chamber". There was no tracking information (nurse, patient, location) available. There was no reported adverse patient event and no incident report was filed with pump serial number. Though requested, there was no further information available.